Event description:
Resistance was encountered during an abcess drainage procedure. Detachment of the radiopaque marker from the catheter was noticed after the guidewire was removed. The marker was successfully retrieved without incident the following day utilizing a snare during the scheduled catheter removal procedure. No pt sequelae resulted from this event. The outer sheath of the introducer system along with the detached radiopaque marker were returned, evalutaed and retained by this MFR. The outer sheath was badly damaged with noticeable damage to the distal tip. Microscopic eval revealed the extrusion was badly scored. The radiopaque marker apeared smashed almost completely flat and had broken apart. There appeared to be a heavy adhesive substance found on the interior portion of the marker. The outer sheath extrusion was within the required specifications. Co's follow up indicated resistance was encountered during the procedure. This device displayed characteristics consistent with excessive force, the badly scored extrusion, damaged sheath and distal tip and smashed radiopaque marker. Therefore co believes that user technique and/or pt anatomy contributed to this event and does not attribute it to the device.